Event description:
It was reported that stent migration occurred. A 14x90 vici stent was selected for a procedure in the iliac vein. During the procedure, the stent migrated to the right atrium. The patient was noted as hemodynamically stable and moved to an operating room. The stent was snared and moved back to the left iliac vein and tacked down with a larger stent. Patient was reported as doing good. It was further reported that the vici stent was used for a may thurner treatment procedure in the common iliac vein. The vessel was tapered and compressive. No issue was noted upon initial implant. The day following the implant procedure, it was found that the stent migrated. The patient was noted as hemodynamically stable and moved to an operating room for additional intervention. The stent was snared and moved back to the left iliac vein and two non-bsc stents were placed, one to tack down the vici stent and another to treat the lesion. Possible cardiac issues occurred during the procedure, however post procedure, patient was reported as stable and doing okay. The physician noted it was possible that the stent was undersized for the lesion and when it expanded, did not fully appose which led to the migration.

Manufacturer narrative:
Device eval by manufacturer: the device was not returned for analysis. Cine images were provided by the customer and were analyzed as part of the investigation. The event description was consistent with the cines provided as the vici stent was observed migrating to the right atrium. The stent was snared and moved back to the left iliac vein and another stent was used to anchor down the vici stent. From the videos, the stent appears to be fully intact with no evidence of deformation or damage. The stent also appears to be uniformly expanded which would tend to rule out any stent defect or performance issue being causal or contributory.

Manufacturer narrative:
Date of event: date of event not provided; estimated date to (B)(6) 2020.

Event description:
It was reported that stent migration occurred. A 14x90 vici stent was selected for a procedure in the iliac vein. During the procedure, the stent migrated to the right atrium. The patient was noted as hemodynamically stable and moved to an operating room. The stent was snared and moved back to the left iliac vein and tacked down with a larger stent. Patient was reported as doing well post procedure.